Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during the first testing it was found that a camcabl had a loose fit into the camino ict port. The unit was never used during a procedure or patient.